Event description:
It was reported that patient presented to emergency room experiencing bradycardia, dizziness and shortness of breath. Upon reviewing the remote transmission, it was discovered the pacemaker (pm) was in vvi backup mode. Technical services attempted to reset the pm and tried several different reset software files however; it was not successful. Therefore, the physician decided to explant the pm and implanted a new pm. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of device in backup mode was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.